Manufacturer narrative:
Submit date: 10/05/2016. An investigation is currently under way; upon completion the results will be forwarded. A medwatch was received directly from the customer and indicated that it was not sent to FDA. The uf/import report number listed is (B)(4).

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports on (B)(6) 2016 the patient underwent a removal of a malfunctioning right internal jugular vein permcath and insertion of a new internal jugular vein permcath be the same vascular access after the right internal jugular vein percath was malfunctioning. Description of the concerns revealed that the patient was at hemodialysis on saturday, (B)(6) 2016 when his dialysis catheter became sluggish and would not run. The patient was admitted to the hospital for removal of the permcath and required insertion of a new permcath. The surgeon reported that the patient tolerated the procedure well without any complications and was transferred directly to the dialysis unit for hemodialysis the same day. The original implant date of the right internal jugular permcath was on (B)(6) 2016 under fluoroscopy. During the original procedure the surgeon documented that the patient tolerated the procedure well with no complications from the original surgery. Fluoroscopy of the catheter revealed it was in good position with its tip in the right atrium. An ultrasound of the right internal jugular was patent. These tests were conducted on (B)(6) 2016. Implant date was (B)(6) 2016 and explant date was (B)(6) 2016.

Manufacturer narrative:
A device history review (DHR) revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing were acceptable. In addition, all dhrs are reviewed for accuracy prior to product release. The product sample was returned to the manufacturing site for evaluation; it consisted of one palindrome catheter. During visual inspection, the catheter revealed the device was cut in two parts; the cut was below the cuff. The sample showed signs of use (blood residues). In order to confirm the reported condition, a new guide wire of the same part number was passed through both extensions; as a result the guide wire passed easily through the lumens. Additionally, the sample was flushed and did not present any problem in the extensions. During the investigation, the catheter did not reveal any problem related to the reported condition, therefore this reported condition has not been confirmed. Based on the DHR review, it can be concluded that product was manufactured according to specifications. No further actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% visual inspection, and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. No additional actions are required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The product sample was returned to the manufacturing site for review. It consisted of a palindrome catheter. During visual inspection, the catheter revealed that the device was cut in two parts. The cut was below the cuff. The sample showed signs of use (blood residues). In order to confirm the reported issue, a new guide wire of the same part number was passed through both extensions. As a result, the guide wire passed easily through the lumens. Additionally, the sample was flushed and did not present any problem in the extensions. The reported condition was not confirmed. The product sample was returned and according to the physical inspection, no issues related to the reported condition were identified. Based on the available information, it can be concluded that product was manufactured according to specifications. No triggers or trends were identified. No further actions are required. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% visual inspection, and visual acceptance sampling are performed in the plant, are in place to prevent nonconforming product from leaving the manufacturing operations. No additional actions are required. This complaint will be used for tracking and trending purposes.